Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome leg/back and spinal pain indications. The reason for call was caller stated the patient was having pain and burning sensation on their feet from the knee down. Caller said they tried to adjust stimulation, but patient was not feeling stim. Caller confirmed the implant was put in to help with that pain/burning sensation and also said the patient has fallen. Caller confirmed stim was on and charged. Agent had caller check therapy settings on the controller during the call and caller said patient was on group a at 3.5, which they thought was a similar intensity as before patient started experiencing the issue. Caller asked how high they had to go before patient could feel stimulation again, agent reviewed each patient was programmed differently. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue if they were not able to find a level where patient was able to feel stimulation. Caller did not have contact information for a manufacturer representative (rep), so agent reviewed role of rep and redirected to healthcare provider office.